Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the reset process, after which the error code did not reappear, and the caller successfully started their sensor session.